Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out-of-range (oor) shock lead impedance measurement of zero that was detected via the patient remote monitoring system. The lead was tested and shock lead impedance measurement came back with a result of 45 ohms. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a potential cause and advised re-evaluating the lead to make sure that the shock impedance measurement would remain in normal range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.